Event description:
It was reported that during preparation for a drug eluting stenting procedure, the stent struts on a 2.50x12mm taxus express2 stent looked defective when the device was removed from the package; "bent on themselves". The device was not used on the pt. The procedure was successfully completed with another 2.50x12 mm taxus express2 stent.

Manufacturer narrative:
Device eval: the device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.